Event description:
On ventilator start-up, it showed a technical event code indicating a leaking o2 valve. The incident did not occur during ventilation. There was no serious deterioration in the health of a patient, user or other person. The device alarmed visually and acoustically. Investigation is ongoing.

Event description:
On ventilator start-up, it showed a technical event code indicating a leaking o2 valve. The incident did not occur during ventilation. There was no serious deterioration in the health of a patient, user or other person. The device alarmed visually and acoustically. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h11.